Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6)) keeps displaying user advisory (ua) 45 (not at "home" position after power-on/restart) was confirmed in the archive data, but it was not confirmed during functional testing. The root cause of the reported ua45 advisory message was the driveshaft not being at its "home" position, most likely attributed to unintended user error. However, before sending the platform to zoll for service, the encoder driveshaft was rotated back to its "home" position, and the ua45 had been cleared. The reported ua45 advisory message was not replicated during testing, and the autopulse platform functioned appropriately and as intended. The review of the archive data revealed that the autopulse platform displayed multiple ua45 advisory messages around the customer's complaint date, confirming the reported complaint. User advisory is normally a clearable advisory message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its "home" position when the autopulse is powered on, a user advisory (ua) 45 will occur. This user advisory will persist until the driveshaft is returned to its "home" position. To clear the ua45, pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its "home" position), and then press restart. The autopulse platform passed the initial functional test without any faults or errors. Following service, the autopulse platform passed all testing criteria.

Event description:
During shift check, the autopulse platform (sn (B)(6)) keeps displaying user advisory (ua) 45 (not at "home" position after power-on/restart). The zoll help desk representative provided the customer with troubleshooting steps to perform to resolve the issue. The customer contacted zoll and reported that even after following the instructions, the ua45 persists. No patient involvement.